Event description:
It was reported that during a lap cholecystectomy procedure, the device had the staples jam inside the device on the initial firing attempt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Bent advancer, indicator wheel failure, malformed clip. Eval summary: the analysis results found that the device was returned in good visual condition. The instrument was cycled and the advancer bypassed and short fed clips were noted; causing 7 pear shaped and 3 malformed clips. No conclusion could be reached based on the analysis results as to what may have caused the finding. Additionally the instrument locked out as intended but the orange indicator did not show up. The insttument is designed to lockout when all the clips have been fired. The mfg records were reviewed and no anomalies were found during the mfg process.